Event description:
It was reported that during the beginning of an extracorporeal therapy (ect) procedure, prior to aortic clamping, there was an increase in the oxygenator inlet pressure from 363 mmhg to 438 mmhg. Blood in the arterial line appeared a little dark, and there was suspicion of thrombosis in the oxygenator. The operating time was extended, and there was an unobserved risk of gas embolism. The perfusionists decided to replace the fusion oxygenator with a new medtronic fusion oxygenator, restarting the procedure with more correct pressure, although it remained slightly high. The customer believed the patient probably had significant clotting factors and did not suspect a product failure. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5. Medtronic received additional information that during the patient received 28,000 iu of heparin, achieving an activated clotting time (act) of 450 seconds. The patient had no known history of inflammatory conditions or coagulation disorders. Although no visible thrombus was detected, platelet adhesion to the oxygenator fibers was suspected as the cause of the complication. The circuit was not primed with heparin as the current protocol does not include administration of heparin directly into the circuit. Additionally, no aspirated blood had been returned to the cardiotomy prior to the initiation of the cardiopulmonary bypass. Act was measured before the start of the circulation extracorporelle (cec) and the result of 450 seconds was within the expected therapeutic range. A detailed timeline of events is not available as the procedure was conducted using the s5 console, which does not provide time-stamped records. However the sequences of events are as follows: the surgical intervention began, heparin was administered, act was measured, cec was initiated and the incident involving suspected platelet adhesion occurred. Any follow-up act measurements or evaluations of heparinemia were not documented or are currently unavailable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.